Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Physician reported bilateral ruptures which were diagnosed via MRI.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d6b, g.2, h.6.

Event description:
Healthcare professional reported "hole, non-specific". Device has been explanted and replaced.